Event description:
Related manufacturer report number: 1627487-2023-02994, 1627487-2023-02995. Additional information indicates that the infection has resolved.

Event description:
Related manufacturer report number: 1627487-2023-02994, 1627487-2023-02995. It was reported the patient was admitted to the hospital and diagnosed with an infection at the ipg site. The patient was placed in IV antibiotics for few days to address the infection. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg and both lead extensions were explanted to address the issue.

Manufacturer narrative:
Date of event is estimated.